Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument articulation bent and got stuck in the trocar. Trocar was removed from the abdomen with the force bipolar inside. Force bipolar was inspected and found to be intact. The procedure was completed with no reported injury.